Manufacturer narrative:
The t:slim user guide states: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.